Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the staff rn changed the uvc tubing per protocol and when reconnecting the catheter to the new tubing she "pinched" the tubing to prevent blood loss at the catheter connection. Upon inspection, following the connection, she realized the catheter was broken and blood was oozing at the proximal end of the hub. The leak was noticed just below the molded strain relief. The pt was (B)(6) and the uvc was inserted at (B)(6). It was secured by suture using comfeel and tegaderm to the skin. It was inserted on (B)(6) 2013 into the umbilical artery. The uvc was being used for continuous feed and it was flushed with a 10ml syringe. The uvc was removed and was not replaced. There was no harm to the pt, the (B)(6) baby is growing.